Event description:
The patient reported that after a fall and a colonoscopy, the patient suddenly lost control about three weeks prior to the report. It was indicated that "the water just pours out, just fall out." The patient did not feel stimulation at the time of the report. The patient mentioned they had checked it, and felt stimulation when they had checked it. The therapy was currently on program 3 at 5.5v. It was noted that during a recent medical procedure, the patient had forgotten to turn the implantable neurostimulator off. Additional information received indicated that the healthcare provider was helping to set the device and reprogrammed the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.